Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient had history of driveline infection covered under previous MFR #s 2916596-2021-01640, 2916596-2020-03110, and 2916596-2020-04096. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for symptoms of drainage, fever, and chills. The patient was treated with intravenous (IV) vancomycin for 6 weeks, and was discharged on (B)(6) 2021. As of (B)(6) 2021, the patient was off of vancomycin and on long term suppression therapy, the patient had chronic driveline infections that continued to be managed in an ongoing fashion on outpatient basis at present. Drainage was the only remaining symptom.